Event description:
Boston scientific crm received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired. It was reported that the local fire department commented that the device did not work.

Manufacturer narrative:
As of today, this device has not been returned for analysis. Should additional info becomes available, or if the device is returned, this event will be updated.